Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device displayed critical error pacer and shock malfunction at power on. There was no reported patient involvement/adverse patient impact. It was reported that the device was replaced by a second monitor because of this device failure before the user went to the scene .